Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump emitted a call service alarm 3 or more times within 30 days. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged call service alarm issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/10/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/24/2014 with the following results:a review of the black box showed a call service warning on 01/26/2014. Multiple other call service alarms were visible in the alarm history. The pump was able to pair with a test transmitter appropriately with no alarms during investigation. The pump cover was opened and no internal defect was found. The product was performing within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.